Event description:
A pump alarm 30 was reported by the customer during pumping, leading to a recurring cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer loaded a new cartridge following specific instructions, but the alarm persisted. Technical support arranged for the pump to be replaced and instructed the customer on returning the defective pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.